Manufacturer narrative:
The reported event of broken door latches- main facility file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported unspecified amounts of broken door latches. It was reported that the door latch assembly was on back order and will take up to 10 to 12 week lead-time. Although requested there are no additional event details provided by the customer.